Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported difficult or delayed positioning with the anatomy and unintended movement (clip open while locked). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xt, was inserted and was advanced under the valve. However, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to return to the left atrium. The clip was then deployed on the leaflets, and possibly with chordae. However, post deployment, the clip slightly opened from roughly 25 degrees to roughly 30-40 degrees. It was noted that the clip remained stable on the leaflets. The procedure was completed, and the mr decreased to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.